Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not boot properly. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the bios battery in the host pc and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected on-site and confirmed that the system was not booting up. The system log files were analyzed which showed the message "host-pc did not startup" which confirmed the reported issue. Troubleshooting conducted by the fse identified that the basic input/output system (bios) battery of the host pc was depleted. The issue was resolved by replacing the battery. After the replacement, the system was returned to use in good condition. The codes were updated based on the investigation outcome.